Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient experienced diaphragmatic stimulation on the right ventricular lead. Initially, programming changes were performed; however, the issue remained unresolved. The rv lead was explanted and replaced. Patient was stable throughout the event.